Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried different charging cables and wall adapters, but the issue persisted, so technical support decided to replace the pump. They informed the customer about sending a replacement with updated software, ensuring uninterrupted insulin delivery using a backup therapy. Training for the new pump would be available through the customer¿s tandem source account, and they were guided to put the faulty pump into storage mode before returning it.